Event description:
The facility reported that on (B)(6) 2020 (time unknown) while the ventilator was on a patient the device alarmed with a tf5507 in addition to "high o2" alarms. The ventilator was removed from service.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Tf5507 (mixer valves defective), ventilation continues. No patient involved. When unit alarms with tf 5507 the device switches to ambient mode. The issue may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The patient will breathe room air unassisted. The issue is not likely to be serious to public health but is likely to cause serious injury or death. Neither is the issue likely to be serious to public health but is likely to cause serious injury or death if it were to recur.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future, hamilton medical ag will report any issue similar to this case, as it has been deemed to be a reportable event. The allegation in this case was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the issue while the ventilator was being used. The root cause was determined to be due to a mixer valve leak defect. In consequence, the he air and o2 mixer valves were replaced. There was no patient or user harm. Note: the original complaint report (B)(4) stated that a raphael device was affected. However, during the investigation remediation, it was determined that the tf5507 failure description and resulting correction relate to the galileo device and not to raphael. The ref (responsibility evaluation form) has been corrected by vigilance.

Event description:
The facility reported that on february 5, 2020 (time unknown) while the ventilator was on a patient the device alarmed with a tf5507 in addition to "high o2" alarms. The ventilator was removed from service.